Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance and high threshold. The lead was programmed off and subsequently capped and replaced. No patient complications have been reported as a result of this event.